Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek236su - disp.trocar thrd.w.dilating pin 12/110mm. According to the complaint description, the trocar broke and gas leaked while using. Fortunately, there was no harm to the patient. There was a surgical delay for 2-3 minutes to replace the new trocar. Additional information was not provided. The malfunction is filed under aag reference: (B)(4). Associated medwatch reports: 400581200 (9610612-2022-00380) ek210su.

Event description:
Associated medwatch reports:(B)(6) (9610612-2022-00379) ek236su,(B)(6) (9610612-2022-00380) ek210su.

Manufacturer narrative:
Additional information: d9 - product return, h3 - yes, evaluation, h6 - codes updated. Investigation results: visual inspection: two disposable trocars were received for investigation. No deviation was found visually. After dismantling the components of the trocar, the following damages were found: first, universal converter is torn. Fluorination is present on the surface of the universal converter. Second, the blinding-protector is deformed. Fluorination is present on the surface of the universal converter. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Also, after meaningful attempts no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based upon the above-mentioned investigation results, a definitive root cause for the reported issue could not be established. Error pattern could be confirmed, the single-use sealing units are damaged. Therefore, a proper functioning of the products is no longer guaranteed. To avoid damages to the single-use sealing unit, instructions for use (IFU) should be observed. (Excerpt of IFU ta012924 2022-07 change no. (B)(4)): 2.3 application warning risk of injury and/or malfunction! - prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. - always carry out a function check prior to using the product. - replace sealing element if necessary. - to prevent damage to the sealing element, apply appropriate care when inserting any instruments. - if possible, insert instruments in their closed position, straight and central through the sealing element. Caution malfunction due to incompatible instruments! - check for mutual compatibility of the trocar system and instruments. To do this, carefully insert the instrument into the trocar and check for patency. Based upon the investigation results, a CAPA is not required.